Event description:
The customer reported that during a hysterectomy, the surgeon took the device out of abdomen and laid it down on the pt's abdomen with the jaws lateral to the left side of the navel. When the device was picked up the or staff noticed a blistered area near the navel about the length of the jaws. The burn was treated with ointment. There was no other pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device warns that the external surfaces of the instrument jaws may remain hot enough to cause burn after the rf current is deactivated.